Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed. The displacement and self tests passed. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the battery spring contact.